Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime process. The blood glucose reading was 99mg/dl. No further information was provided

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.